Manufacturer narrative:
Complaint conclusion: as reported, during a vascular access intervention therapy (vaivt) case, a 4x100mm 90cm saber percutaneous transluminal angioplasty (pta) catheter was inserted and inflated. However, it ruptured at ten (10) atmospheres (atm) in the calcified vessel during its third inflation. The device was replaced with a same size balloon catheter and the procedure was completed successfully. There was no reported patient injury. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17583519 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcified vessel) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during a vascular access intervention therapy (vaivt) case, a saber pta (4mm10cm 90) was inserted and inflated. However, it ruptured at 10 atmospheres (atm) in the calcified vessel during its third inflation. There was no reported patient injury. The device was replaced with a same size balloon catheter and the procedure was completed successfully. The product was clinically used and will not be returned for analysis. No additional information is available.